Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10-aug-2018 with the following findings: the pump was powered up to a dim and pink display. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and pink. This report is made based on results of investigation completed on 10-aug-2018.